Event description:
There was a problem with the integrity of the lead insulation noted during device interrogation. With the insulation integrity compromised, the lead could inapproprately deliver a shock or fail. The lead was explanted and another lead implanted.